Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with a bio-stable 5f sl-55cm mst-70 kit valved with nitinol guidewire pg. The patient (age: unknown, gender: unknown) had their bioflo PICC inserted for home parenteral nutrition (pn) at a children's hospital on (B)(6) 2022. The issue (cracked/fractured catheter hub) was first noticed on (B)(6) 2023 [dwell time: 247 days] and device was ultimately removed. The patient did not experience harm or adverse effects as a result of this event.